Event description:
It was reported that pump battery depleted too quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to call back the next morning so technical support could further assess battery depletion, especially given prior charging from 15% to 45% with third-party charging equipment, and no additional outcome information was available at this time. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.